Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly. The motor and vibrator motor received with corrosion. No unexpected vibration noted. The insulin pump has cracked case at display window corners, battery tube threads and minor scratched display window.

Event description:
It was reported that the customer's insulin pump was exposed to moisture, and the insulin pump had a blank display. Customer's blood glucose level at the time 4.9mmol/l. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.